Manufacturer narrative:
Device is a combination product. Patient is 18 years of age or older.

Event description:
It was reported a dissection had occurred. The target lesion was located in the left anterior descending (lad) artery. The physician was attempting to treat the lesion with a 2.75x 16mm promus premier drug-eluting stent which caused a dissection to the vessel. The physician then used a different device to complete the procedure. The patient was noted to be stable at the end of the procedure.